Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer called in states meter read lo. Customer states the normal range is 130mg/dl-170mg/dl. Customer denies need for medical attention at the time of call and denies signs and symptoms of low blood sugar. Customer states that purchased strips a month ago and it was informed that the strips are expired. The test strip lot manufacturer's expiration date is 5/19/2015. Customer states will seek replacement at the pharmacy due to pharmacy selling the expired strips. The pharmacy staff ((B)(6)) called on behalf of the customer. The pharmacy staff is willing to provide the customer with a replacement trueresult meter kit and box of 50 truetest strips. (B)(6).